Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have the plastic proximal clevis broken. Broken piece is missing as a result of breakage. Size of missing piece is approximately .165¿ x .173¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Failure analysis also found an additional observation related to the reported issue and not reported by site: the instrument was found to have a derailed grip cable at the distal end. The yaw motion may be non-intuitive as a result.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the permanent cautery hook instrument had a black piece broken off from a cable wire. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reported issue was noticed while setting up for the procedure when the instrument was first opened and inspected. This instrument had no patient involvement. Another permanent cautery hook instrument was used instead.